Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-02764 pertains to the other device. It was reported to boston scientific corporation that a lynx suprapubic sling system and an uphold vaginal support system were implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with an unspecified injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on (B)(6) 2013 from the physician's office noted that the patient was seen on (B)(6) 2010 and was found to have mesh erosion at the vaginal cuff. The patient had revision surgery, on an unknown date, to remove the uphold vaginal graft and restore the vaginal mucosa.